Event description:
It was reported that when using the bd pyxis medbank tower was down, and the user was unable to issue levothyroxin tab 25 mcg. User also reported a power outage at the facility due to severe weather. Following the outage, the screen could not be powered back on. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was offline in local management interface (lmi) and not syncing in medbank myqlink (mql). A technical support specialist walked the customer through turning on all in one (aio) using the power button. The customer confirmed that able to issue the item successfully. Upon checking the populate buttons screen, the tss found that there were no failed drawers. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.